Manufacturer narrative:
Concomiant medical products: product ID :977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient was¿unable to achieve desired intensity notice from his controller. The cause was not known. Impedance check reveals possible short at electrode 13.¿programmed around/did not use electrode 13. Patients previous programming did include 13. The issue was resolved.